Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm and the patient¿s blood glucose was high. The customer reported this had been happening since sunday and had called in before to troubleshoot for it but he was still having the same issue. Customer stated they have tried all remedies. There was recurring issue along with motor error. Customer declined to troubleshoot for high blood glucose stating it was because of the pump. The customer declined to troubleshoot. The customer treated it with manual injection. The customer was already getting pump replaced.